Event description:
It was reported that during surgery the items broke. Unknown if there is delay. Unknown if backup devices were available.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. One device fractured just below the strike plate. Both pieces were returned. The device also had damage on the knurled handle, just below the fractured area, from numerous impacts. During impaction of a hip shell into the acetabulum, if sufficient impact forces placed upon the instrument are transferred through the shaft, a fracture at the junction of the impact platform and the pommel may occur due to a torsional or shear static failure mechanism. The other device was damaged on the threaded tip and would not engage a mating part as intended. The deformation may have been caused by transfer of bending or impact loads applied through the threaded tip of the impactor in excess of the material strength or cross threading. The devices were manufactured in 2015 and 2016 and exhibit signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.